Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and pacing impedance measurements greater than 2500 ohms on the right ventricular (rv) channel. Noise was also noted during isometrics. A revision procedure was performed and the competitive rv lead was removed from service and replaced. There were no device or lead anomalies identified at the revision procedure. Impedance measurements returned to normal limits following lead replacement. No additional adverse patient effects were reported.